Event description:
It was reported that the systems monitor on the monitor cart was all white and not working. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the (B)(4) video card. The system operates as intended.